Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to provide information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes. Additionally, to provide a correction to field (g2) and to provide an update to field (d8). The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the subject device was not returned to olympus for evaluation/culture testing, a relationship between the device and the reported adverse advent could not be identified. Therefore, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: " chapter 1 general policy.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that there were 3 patients who were suspected to be infected through an olympus bronchoscope. Protozoa were found in the patient's bronchus, and according to the doctor, these were not usually found in the bronchus. The scope was cleaned and disinfected at the olympus endoscopic preprocessor. There have been no reprocessing concerns. No culture testing was performed. The patient referenced in this report underwent a diagnostic bronchoscopy procedure and protozoa were found in their sample. The source and route of infection are unknown. There were no reports of further patient harm. Additional event details were requested but no further information was received at this time.

Manufacturer narrative:
Two scopes owned by the facility with serial numbers (B)(6) were used for 3 individuals but it is unclear which scope was used for each patient. Therefore, olympus selected the scope with serial number (B)(6) as the representative model. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning, disinfection and sterilization (cds) processes and the final investigation. Updated fields: h6, h11. The complaint investigation reviewed the additional customer provided cds processes and the following deviation from instructions for use (IFU) was confirmed: towels used for wiping up after disinfection were used repeatedly. Based on the results of the investigation, the root cause of the reported events could not be determined. It was presumed that there were differences in understanding of the device handling and reprocessing processes between olympus' recommendations and the subject facility. In addition, a relationship between the subject device and adverse could not be identified. However, the user facility can be one of the causes based on the reprocessing issue. The IFU cautions that sterile lint-free cloths should be used during reprocessing. Olympus will continue to monitor field performance for this device.